Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer,s blood glucose level was 400 mg/dl. Customer stated that insulin pump had battery failed alarm and software error detected alarm. Customer stated that they changed the battery and able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that auto mode feature was not active. The device will not be returned for analysis.